Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all pockets in full height drawer 5 was not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that full height drawer 5 with all pockets was not detected. A field service engineer (fse) found a spilled liquid was on a row. Fse replaced a cubie tray was with a new one, but the same issues persisted. Fse replacement cubie tray had been taken from a new full height drawer. Fse replaced the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all pockets in full height drawer 5 was not detected on bus. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.